Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A u.s. Distributor contacted zoll to report that a patient had a skin wound caused by the lifevest. It was reported that the patient needed to be treated by a caregiver. The patient's physician decided to end use of the device due to improved cardiac function.